Event description:
Report received from the USA regarding a motor device in which, during pre-check, it was observed that the "cable was exposed". According to the report, the electrical wires were exposed. The motor device was not used in surgery. The exact date of the event is unknown. There were no delays in scheduled surgeries as an identical spare device was available. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and the reported condition was not duplicated or confirmed. If additional information is received, a supplemental report will be sent. (B)(4).